Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during the procedure when the wire guide was passed through the lesion and the low profile balloon catheter was inflated, the balloon ruptured longitudinally. There were no patient injuries or additional procedures reported and another device was used to continue the procedure.